Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Pt's mother reported the generator was found programmed off to 0ma at a routine office visit. The programming anomaly was confirmed, but further investigation is needed to gather add'l programming history to allow for a proper event assessment. No serious injury was reported.